Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported for mom via phone call for failed battery test. Customer¿s blood glucose was unknown. Customer reported that neither compartment nor spring are damaged or corroded. Advise to insert a new battery (energizer recommended) per IFU which has been stored at room temperature. Customer received failed batt test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin ump monitored for several days. Device received with all operating currents within spec and passed unexpected restart error test and displacement test. No unexpected failed battery alarm anomalies noted.